Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture via ultrasound. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional later reported "intra-capsular accompanied seroma so it¿s requiring device replacement.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observe broken on posterior side assessed as unidentified (tear)opening. Shell thickness within specification. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side rupture via ultrasound. Device has been explanted and replaced with a non-allergan device.